Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. Manufacturing site inspected the retain samples of lot 31350569 to ensure no possibility of product contamination. The retain samples inspection was performed by visual inspection for package integrity and vacuum testing to ensure no leakage or package integrity defect that could lead to contaminate product. The retain samples showed to meet specifications, no leakage and package integrity defect found. Based on the investigation, this lot has passed through all manufacturing process as required by the procedures. The lot was confirmed to meet all in-process and finished product specifications at the time of release. No root cause can be determined. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported on (B)(6) 2019, that the consumer experienced irritation , pain and redness in the left eye upon use of the complaint contact lens which prompted the consumer to seek the assistance of an eye care professional. On the same day, the consumer was examined by an ecp (examination done was not specified) and the results indicated that there was lid swelling on the left eye and there was a micro-ulcer at a 12 o¿clock position surrounding an infiltrate in the left eye. The diagnoses given by the ecp were ¿be (both eyes) ¿ contact lens associated red eyes and le (left eye) ¿ corneal micro infiltrate¿. Prescriptions for the left eye included moxifloxacin eye drops four times a day for seven days, loteprednol etabonate eye drops four times a day for seven days, homatoprine hydrobromide eye drops twice a day for five days, and an ibuprofen/paracetamol tablet twice a day for 11 days. Consumer was advised to avoid contact lens wear for the next seven days and to return for follow up in seven days as well. Additional information has been requested but not yet received.